Manufacturer narrative:
The technician found a plastic bushing was broken and the hex rod out of alignment. He replaced the plastic bushing to repair the bed.

Event description:
Info received indicates the head brake function is not holding.